Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician was not able to aspirate anything back from catheter and used small syringe and also cap to try to aspirate. Physician decided not to revise the catheter, 20 cm of catheter was removed. However, no drug came out of that section either. The 2000 mcg/ml drug was in the catheter and the pump was filled with 500 mcg/cl, i.e. The reservoir. There were concerns that there was drug in catheter, water in pump tubing and drug in reservoir. Later, it was reported that the priming bolus was set at .124 for total catheter volume, a 50 mcg bolus was programmed when pump was at 2000 concentration for a duration of 8 hours. It was reviewed that the pt would be getting water for roughly 3.5 - 6 hours, and they might bolus water in 8 hours. There were concerns with programming not being precise due to pump tubing volumes. The drug status was as follows: sterile water status new, baclofen conc. 2000, dose 597, status current and baclofen conc. 500, dose 597 status new. Post-operative priming, the pt was doing fine and was being monitored.